Event description:
It was reported that a patient underwent an implant of a transcatheter aortic valve (tavr) inside or a surgical valve (valve in valve) that has been implanted for four (4) years and eight (8) months. Report indicates the patient's eoa is 0.8 cm2, mean gradient 60 mmhg and the left and right coronary cusps were stuck to each other. No additional information provided.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.